Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and repaired the power cable connection. System operates as intended. This MDR is related to ge healthcare complaint.